Event description:
It was reported that an ilet user experienced prolonged high glucose after the pump indicated insulin had run out overnight, the cartridge was replaced in the morning, and the user ate a large breakfast. Subsequent persistent hyperglycemia prompted changing the contact detach infusion set, after which glucose trended down. Symptoms included hyperglycemia with fingerstick readings as high as 475 mg/dl. Outcomes included a delay to treatment or therapy. Investigation included interviews and review of user-provided information. Investigation of this case revealed no device malfunction, and a usage problem was identified as user not reverting to alternative therapy in a timely manner after ilet stops dosing; no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.